Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection showed the device was in good condition. Functional testing did not duplicate the customer reported issue. The event history log showed no history of occlusion error. No parts were replaced because the error couldn¿t be replicated. Unit is running normally at this time. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed occlusion test. There was no patient involvement, and no patient harm/adverse event reported.